Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured to smooth", rupture and "silicone deposits in the lymph nodes in the armpit". This record is for the left side. Device remains implanted. Unknown if device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, e1, h6.

Event description:
Healthcare professional reported "textured to smooth", rupture and "silicone deposits in the lymph nodes in the armpit". This record is for the left side. The device has been explanted.